Event description:
Procedure type: hernia repair. According to the reporter: a metal pin came out of the sliding collar of the trocar. There was no report of the pin falling into the cavity or impacting the patient. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 10/19/2007.